Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party?: no. During the site visit, the field service engineer (fse) investigated the issue and determined found a piece of plastic inside the cuvette. The fsr replaced the cuvette, aero cuv pr dry (list number 09d33-03), which resolved the issue. A review of the architect c processing module, serial number (B)(4) service history found no contributing factors on or around the date of the complaint. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the architect (B)(4) service history was performed and no additional erratic results pre- or post the current complaint were identified. A historical data review for the aero cuv pr dry (list number 09d33-03) revealed no trends. The architect system operations manual provide adequate information, troubleshooting, and maintenance concerning erratic / discrepant results: including, but not limited to, replacement, removal and verification of the aero cuv pr dry (list number 09d33-03). Based on the investigation no product deficiency was identified for either the architect, sn (B)(4) , or the aero cuv pr dry (list number 09d33-03).

Event description:
The customer observed falsely decreased calcium results on architect c16000 processing module for multiple patients. The results provided were: on (B)(6) 2021 sid (B)(6) yr old male initial=4.9 mg/dl /repeated twice= 9.5 mg/dl. Sid (B)(6) initial=4.95 mg/dl /repeated=8.70 mg/dl. Laboratory reference range for calcium=8.4 to 10.2 mg/dl there was no reported impact to patient management.